Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19. The customer declined to troubleshoot with customer technical service. There was no reported impact to customer's blood glucose level.